Event description:
It was reported that shaft break occurred. A 2.00mm x 15mm emerge balloon catheter was selected for use. However, the balloon shaft was fractured when removed from the spiral protection device. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.